Event description:
Bio-transfix broke as soon as the surgeon tugged down the acl repair. Implant snapped at the middle. Surgeon removed a piece of the broken implant and put a bio delta interference screw up the femoral tunnel to complete the repair. This device is used for treatment.

Manufacturer narrative:
Device was not returned for evaluation and the customer's complaint could not be verified. DHR review revealed nothing relevant to this event. No similar complaints have been reported for this part number and there are no more of this lot in stock. The cause of the event could not be determined without device evaluation.